Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the physician noted that the optease filter did not fully expand in the vena cava. There were no anomalies noted on the product prior to removal from its packaging. A very slight bend was noted in the deployment sheath, but not enough to be a kink after the product was removed from its packaging. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. The entire filter was noted under expanded. The filter was removed with a snare from the patient. The patient did not experience any adverse event. The patient was fine after a second optease was placed following the removal of the first optease.